Event description:
Patient underwent radiofrequency ablation using barr-x 360 catheter. Catheter was removed from patient after ablation procedure, upon examination the balloon was not intact, scope was advanced into esophagus to find that piece of balloon was still in esophagus. Physician aware and in room, piece of balloon was removed. Physician placed esophageal stent.